Event description:
It was reported that there was a right to left shunt post procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. The was was removed from the patient and at that time the patient was noted to have a significant right to left shunt present. The physician made the decision to close the shunt before ending the procedure. The patient was continued to be monitored post procedure. There were no other complications that were reported to have occurred.